Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A mislodged/mislocated clip can occur due to a number of factors including, but are not limited to inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment, which should be 60-75 degrees, and retraction of the device during clip deployment, can potentially cause the experienced event. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip misfired. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.